Event description:
It was reported that during an unk procedure, the clips would not advance. At the first use, the clips were stuck in the applier. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Date sent: 06/11/2010. Broken jaw, ejected clip. Evaluation summary: the el5ml device was received for analysis and the analysis results showed that the device was noted to have the jaw ramp broken off at the right side. The device was tested for functionality and ejected the remaining clips due to the condition of the jaw ramp. One possible cause for the damage found might be excessive loading due to forming a clip over another clip exceeding the structural capability of the jaws. It should be noted that an investigation has been initiated to address the potential root cause of the broken jaw issues. In addition, the device locked out as intended, but the orange indicator was visible at the 15th firing sequence thus, it was not completely visible. The batch record was reviewed and no anomalies were noted during the mfg process.